Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no motor error or excessive no delivery alarm on the insulin pump. The motor passed the motor test. The insulin pump was received with scratches on the lcd window, cracked case on the display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 427 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the motor error alarm occurred during the fixed prime. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.